Manufacturer narrative:
H10: h3, h6: a device deficiency was identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that one undated photo of the suture was provided for review and confirms the reported. Per case details, the suture was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. An analysis of the customer provided image(s) found an analysis of the customer provided image shows knot in suture on one side in red circle and image in other red circle looks normal, but uncertain due to clarity. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during acl procedure, internal to patient, when the dynomite 2.0 ultrabraid line was removed, there were knots and wear on the suture, the wear on the suture was noted after it was already implanted in the patient. The device was removed from the patient by tweezers. The procedure was successfully completed with non-significant delay using a s+n back-up device in the same bone hole. No further complications were reported.